Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during surgery when the package was opened there was a white powder found on the product inside the sterile tray. An alternate product was opened and utilized to complete the procedure. There was no patient impact but there was a delay of 0-15 minutes while another product was being prepared. Due diligence is complete and there is no additional information available.